Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they have had some technical issues with the alaris pumps. The infusions aren't completing. They usually have long chemotherapy infusions therefore this issue can delay patients who want to go home due to the delay. There was no report of patient harm.